Manufacturer narrative:
(B)(4). An initial report was sent to the FDA on 07/10/2015 under manufacturing report# 1219930-2015-00638. (B)(4).

Event description:
According to the reporter, the patient underwent pelvic organ prolapse and stress urinary incontinence repair. Subsequently, she underwent a second procedure to alleviate pelvic pain due to tension of the sling.